Event description:
The surgeon implanted a toric silicone lens model aa4203tl and there was difficulty advancing the lens. The surgeon decided to use another lens. It was indicated that the lens was not implanted and there was no patient contact or injury. The contact stated the msi-pr injector, lot number unknown, was used. Also, the model and lot numbers of the cartridge were unknown.